Manufacturer narrative:
MDR report issued in error. This is a duplicate report, issue previously reported on MDR# 3007069406-2012-00124 (arrows non-functional).

Event description:
Reported problem of cut and coag arrows not functioning to increase settings but MDR report issued in error. This is a duplicate report, issue previously reported on MDR# 3007069406-2012-00124.

Event description:
Cut and coag reducing arrow selection button on the generator is not functioning but increasing arrow does function and footswitch is not receiving the foot pedal signal.

Manufacturer narrative:
Method: product not returned for evaluation. Product expected but not yet received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.